Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID (B)(4) implanted: 2012 (B)(6); product ID 407645 implanted: 2012 (B)(6); product ID 693558 implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that an infection occurred. The lead was explanted and. The patient was a participant of the (B)(6) study. No further patient complications have been reported as a result of this event.